Manufacturer narrative:
A sample was originally received in april 2019 but was discovered to be a non-bd vascular access device and not related to this event. Therefore, no sample evaluation relevant to this event is available. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of extravasation was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include material fatigue, fibrin sheath formation, and over pressurization; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time.

Event description:
It was reported that the PICC line catheter placed on (B)(6) 2019 without difficulty by the doctor (noted in the report). On (B)(6) 2019 there was an extravasation of the perfused product (immunoglobulins). The catheter was removed, a perforation of the device was observed at 20 cm markings with partial thrombosis of the extremity. No clinical consequence but risk for patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx2157 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line catheter placed on (B)(6) 2019 without difficulty by the doctor (noted in the report). On (B)(6) 2019 there was an extravasation of the perfused product (immunoglobulins). The catheter was removed, a perforation of the device was observed at 20 cm markings with partial thrombosis of the extremity. No clinical consequence but risk for patient.